Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information received from a healthcare provider via a company representative receiving an unknown drug via an implantable pump. Indication for use was spinal pain. The healthcare provider reported that the patient never returned for refills post op. The patient was now showing up looking to have the pump filled and the healthcare provider was not sure if it would work. They planned to meet with the patient at a future date and confirm with the manufacturer details of turning back on after extended period empty. No interventions or other actions were taken and the issue was not resolved as of the date of the report. The patient status at the time of the report was alive, no injury. Drug, patient symptoms, pertinent medical history, other medications the patient was taking at the time of the event, cause of the missed refills, troubleshooting, interventions/actions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.